Event description:
It was reported that the minicap sponge was out of the inside of the minicap when the foil over pouch was opened. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number se13eb7 was completed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The photograph of the reported sample was evaluated and it was evident that the sponge was out from the inside of the minicap. The root cause was determined to be a manufacturing issue. A CAPA was opened in order to address this issue. Should additional relevant information become available, a supplemental report will be submitted.